Manufacturer narrative:
Bayer radiology service performed a system service checkout of the stellant injector system and it was found to be performing according to specifications. The sterile disposable products used during the exam were discarded at the site, but the site was able to provide the lot number. Bayer product analysis tested retained samples from that lot and found them to perform to specification. The hospital is considering clinical applications assistance. The stellant syringe kit IFU contains these statements: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. Carefully read the instructions for loading and the use of fluidots indicators to reduce chance of air embolism. To help avoid an air injection, medrad syringes are equipped with fluidots indicators. Fluidots indicators should be observed as part of an arming procedure. When the fluidots are viewed through an empty syringe, the dots appear as small narrow ellipses. When viewed through a full syringe, the dots become larger, almost round. The stellant operation manual contains these instructions: before beginning the arming process: 1. Ensure all air has been expelled from the fluid path and the programmed parameters are correct. 2. Carefully inspect all tubing and syringes, then acknowledge the inspection has occurred by pressing check for air on the injector head. A yellow illuminated check for air indicator on the dcu touch screen confirms check for air was pressed. Note: if the fluid path was not checked, and check for air was not pressed, the system will request the operator for confirmation at the dcu that air was expelled as part of the arming procedure.

Event description:
A site reported the following: a (B)(6) year old male patient with a past medical history of hodgkins lymphoma suffered an alleged air injection while connected to the stellant injector system (sn (B)(4)). It was reported by the site that pain following a thoracentesis prompted the order for a CT. Following the prescribed 100ml contrast injection the patient immediately complained of severe chest pain, collapsed and became unresponsive. CPR was performed for ten minutes and the patient was stabilized. The CT images showed a small amount of contrast and air was visualized tracking from the left upper extremity, into the superior vena cava, collecting in the anterior aspect of the right ventricle of the heart, through the pulmonary outflow into the right main pulmonary artery and distally to the right mid-lobe arterial branches. Post procedure, the patient was taken to the ICU. The site reported the patient had no after-effects from this event. Follow-up: 16 days after the CT procedure discussed above, the patient underwent a thoracentesis procedure, suffered a cardiac arrest and expired.